Manufacturer narrative:
Other, other text: "UDI related data quality updates only." This correction updates the UDI information, 510k number, and model number to ensure alignment with gudid. The 510k number in gudid was updated to k212161 to correspond with masimo's 4-digit model number (9797).

Event description:
The customer reported the spo2 keeps losing signal for the rad-97 device. There was no patient impact or consequence reported.

Event description:
The customer reported the spo2 keeps losing signal for the rad-97 device. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). H3 other text : device not returned.

Manufacturer narrative:
The returned device was evaluated. During the investigation, recessed pins were observed on the tb20 cable connector. The recessed pins resulted in the unit being unable to recognize the cable to obtain measurements. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6). Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the spo2 keeps losing signal for the rad-97 device. There was no patient impact or consequence reported.